Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the output connector assembly was broken. It was also noted that the hanger assembly was broken and a capacitor on the main printed circuit board (pcb) was damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial port on the external pulse generator (epg) was broken. The epg has been returned for service. There was no patient involvement.